Manufacturer narrative:
Concomitant products: 5076-52 lead; 694765 lead, implanted (B)(6) 2007.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device provided anti-tachycardia pacing (atp) for potential supra ventricular tachycardia (svt). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.